Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 570mg/dl. The customer was experiencing unexplained high glucose for three days. The time, date, and programming were correct. It was stated that the customer had not used the insulin pump since the day before the event. It was stated that the device has no battery at the time, and troubleshooting could not be performed. The caller requested a replacement of the insulin pump. No further info was provided.